Event description:
It was reported that during a lobectomy the staple malformed which resulted in serious pulmonary bleeding. Another operative procedure was performed to complete the case.

Manufacturer narrative:
Info anticipated, but unavailable at this time.